Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer changed the supplies on the pump multiple times. The customer's blood glucose (bg) level was in the 500 mg/dl range with ketones and a correction was delivered via insulin injection. As the contact was not with the customer at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusions was unable to be performed.